Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-21. H.6. Investigation summary: bd received 5 samples and 3 photos from the customer in support of this complaint. The photos were evaluated the customer¿s failure mode of underfill was observed as the meniscus of the specimen is below the etched fill line on the tube. The photos do not show the customer¿s failure mode of overfill as the meniscus of the specimen is above the etched fill line on the tube and below the bottom of the shield. Additionally, 5 sample tubes were draw tested and there were no issues related to draw volume as all tubes were within specification limits. Furthermore, 10 retention tubes from the bd inventory were functionally tested there were no issues related to draw volume. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode of underfill with the photos provided; however, was unable to confirm the customer¿s indicated failure mode of overfill with the photos and the defects were not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes are over and underfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that the tubes are not filling to the line corrected. Either they "overfill" pass the line, or "underfill" below the line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes are over and underfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that the tubes are not filling to the line corrected. Either they "overfill" pass the line, or "underfill" below the line.